Event description:
Between the dates of 5/30/96 and 6/7/96 rptr experienced three catheters that got stuck when pulled out. In each case a phlebitis developed, upon removal of the catheter (1-2" above insertion site). Rptr was able to remove approx. 2/3 of the length of the catheter, before the catheter got stuck. In an attempt to remove the catheters, rptr used a heating pad to dilate the vein. In all cases they had to send the pt to the hosp. For removal. In two of the three cases, rptr waited 24 hours and attempted once again to remove the catheter prior to sending them to the hosp.